Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) recorded several episodes of nonphysiologic noise on all channels. All noisy episodes occurred within a two hour period. A subsequent battery status was end of life (eol); the device had been implanted less than 1.5 years.